Event description:
It was reported by the patient that this previously working remote monitor was no longer responding when the start button was pressed. The monitor was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the previously working remote monitor is receiving power, but when the start button is pressed the monitor does not respond. Disconnecting/reconnecting the power cord did not resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the output from the power supply was out of specification. The output is too high so this could damage the monitor due to the high voltage going to the monitor.